Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device got stuck that the knife blade did not advance and could not use it. A new device was opened to complete the procedure. No patient injury.